Event description:
Healthcare professional reported via device tracking "¿incision opened". Device explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "wound dehiscence" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence.

Manufacturer narrative:
Correct reason for reoperation was "incision opened".

Event description:
Healthcare professional reported via device tracking right side ¿incision opened". The device has been replaced.